Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a decanav, and when the catheter was removed from its packaging, grease was noticed on the catheter handle. The catheter was replaced and before opening the packaging for the replacement catheter, grease was also noticed on the replacement catheter. The reporter stated that the packaging for the catheters with the issue appeared different than the packaging of the other catheters from the same type. The reporter stated that the other catheter packaging had a black box but the ones with the grease did not have a black box around it. The catheter was replaced and the procedure continued. No adverse patient consequence was reported. Additional information indicated that the product was not used on the patient. Foreign material was noticed on the handle after the first catheter was opened. Foreign material was noticed on the second catheter before it was opened. Foreign material looked like a clear, oily substance.

Manufacturer narrative:
D 4. Lot: originally provided lot number of f100004507. However, this lot number was unrecognized by the system. D4: UDI: as the lot number for the device involved in the event was not provided (unrecognized), the full UDI is currently not available. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).